Manufacturer narrative:
The sling was purchased (B)(6) 2015 and had been in service 1.5 years. A photographic evaluation of the sling was performed on july 18, 2017. The overall body of the sling was in good condition and showed no signs of wear to the body, trim, or shoulder straps to include the loops intended for connection to a lift for transporting. The leg straps did have damage, which consisted of the blue straps used to attach the sling to a lift torn apart ad frayed. Pressmarks can be seen and show signs that the straps were punctured, or rubbed repeatedly against a contact point of something hard, sharp, or rough. The straps also appeared stiff, which would occur if the material (polyester/polypropylene) were exposed to chemicals or additives causing loss of elasticity in the straps. Each care sling has user instructions included to inform end users and care givers of actions to take prior to using slings if damage is seen, "slings and belts with fraying should be removed from service immediately." The instructions also state, "visually inspect the sling prior to using it. Check for fraying, cuts, or tears to straps and/or material. Visual inspection of the sling prior to using could identify the defect seen. The sling was scrapped by the customer and replaced. Root cause: wear due to repeat forceful movement tearing the strap. Lack of pre-use inspection performed. Corrective action: the facility was provided with sling laundering instructions and care sling user instructions to review. The need for pre-use inspections was also covered with staff member (B)(6).

Manufacturer narrative:
Outcome of investigation pending. A final report will be submitted upon completion.

Event description:
A large care sling was being used to transfer a resident from her wheel chair to bed. As she was moved over the bed two straps broke. There were no injuries.